Event description:
In 2006 I was using the panasonic massager ev247. After I was done I had a swmming feeling, my hearing seemed muffled and my vision was blurry. That night, I went to bed and the next morning had an excrutiating headache. I went to the ER that day and the next day went by ambulance. I saw the neurologist at my clinic and was given an MRI with contrast which showed a subarachnoid hemorrhage and vertebral artery spasm. I was transported via ambulance to hospital where an angiography of my brain showed a subarachnoid hemorrhage and va spasm. At that time the bleeding had stopped and so it was just a matter of recuperating. The frequency of this product is too intense for the neck area and the instructions manual, which I have, gives instructions on how to use the product on the neck, the instructions were followed.